Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge each time to resolve the issue.